Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment. Results: the customer reported event was confirmed via a visual inspection of the device. Visual inspection confirmed the presence of beach marks, which are consistent with fatigue fracture. No relevant manufacturing issues were identified during record review for the corresponding lot. Conclusion: the most likely cause of the customer reported event is a fatigue of the device due to prolonged implantation.

Event description:
It was reported by that during aqua gym the metal side plate was broken. Also, the head of a screw was broken to mono axial screm with the same movement.

Event description:
It was reported by that during aqua gym the metal side plate was broken. Also, the head of a screw was broken to mono axial screm with the same movement.